Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime, off no power test and excessive no delivery test. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had site issues with led to hospitalization. Troubleshooting was performed. The customer reported infusion set cannula to appear bent. Customer was advised to change the infusion set. The product was returned for analysis.

Manufacturer narrative:
The insulin passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and cracked battery tube threads.